Manufacturer narrative:
The method, result and conclusion codes were not included in the previous report in error and are now added. A 6f-7f mynxgrip vascular closure device (vcd) was not fully inflated during the device preparation procedure. Another mynx was used to complete the procedure and the patient recovered. There was no reported patient injury. The device was used after a percutaneous coronary intervention (pci) using a retrograde approach. The deployer was mynx certified and the device was prepped per IFU. Additional patient and procedural details were requested but were not available. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle, the procedural sheath was not returned, and the catheter was inspected for anomalies and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon of the returned device with water, the results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 4 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inflation difficulty-during prep¿ and ¿balloon loss of pressure at prep¿ were confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. The failure was confirmed. The reported inflation difficulty was a result of balloon loss of pressure. Handling factors may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A 6f-7f mynxgrip vascular closure device (vcd) was not fully inflated during the device preparation procedure. Another mynx was used to complete the procedure and the patient recovered. There was no reported patient injury. The device was used after a percutaneous coronary intervention (pci) using a retrograde approach. The deployer was mynx certified and the device was prepped per IFU. Additional patient and procedural details were requested but were not available. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies, and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 4 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty-during prep¿ and ¿balloon loss of pressure at prep¿ were confirmed during analysis of the returned device. The reported inflation difficulty was a result of balloon loss of pressure. The balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 4 mm from the balloon¿s proximal tip. The exact cause of the reported events could not be conclusively determined. Handling factors may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A 6f-7f mynxgrip vascular closure device (vcd) was not fully inflated during the device preparation procedure. Another mynx was used to complete the procedure and the patient recovered. There was no reported patient injury. The device was used after a percutaneous coronary intervention (pci) using a retrograde approach. The deployer was mynx certified and the device was prepped per IFU. Additional patient and procedural details were requested but were not available. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle, the procedural sheath was not returned, and the catheter was inspected for anomalies and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon of the returned device with water, the results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 4 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inflation difficulty-during prep¿ and ¿balloon loss of pressure at prep¿ were confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. The failure was confirmed. The reported inflation difficulty was a result of balloon loss of pressure. Handling factors may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Functional review: leak testing was performed by attempting to inflate the balloon from the returned device with water (mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. Microscopic analysis: visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 4 mm from the balloon proximal neck. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The failure was confirmed. The reported inflation difficulty was a result of balloon loss of pressure. The balloon loss of pressure was caused by a radial tear in the balloon, approximately 4 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear was could not be conclusively determined. Neither the phr review, nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 6f-7f mynxgrip vascular closure device (vcd) was not fully inflated during the device preparation procedure. Analysis of the returned device indicated the balloon loss of pressure was caused by a radial tear in the balloon, approximately 4 mm from the balloon proximal tip. Another mynx was used to complete the procedure and the patient recovered. There was no reported patient injury. The device was used after a percutaneous coronary intervention (pci) using a retrograde approach. The deployer was mynx certified, and the device was prepped per IFU.